Manufacturer narrative:
B5 describe event or problem updated h6 patient code updated.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure a baseline effusion was noted. After the pigtail wire was removed from the superior vena cava and the guidewire was inserted the patient experienced supraventricular tachycardia. The transeptal puncture was completed, and the supraventricular tachycardia subsided. The closure device was implanted, and the procedure successfully concluded. Fifteen (15) minutes into recovery the patient became hypotensive and underwent a transthoracic echocardiogram which revealed cardiac tamponade. A pericardial tap was performed, and the pericardial drain was removed one day post index procedure. The patient fully recovered and was discharged two days post index procedure. It was further reported pericarditis occurred.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure a baseline effusion was noted. After the pigtail wire was removed from the superior vena cava and the guidewire was inserted the patient experienced supraventricular tachycardia. The transeptal puncture was completed, and the supraventricular tachycardia subsided. The closure device was implanted, and the procedure successfully concluded. Fifteen (15) minutes into recovery the patient became hypotensive and underwent a transthoracic echocardiogram which revealed cardiac tamponade. A pericardial tap was performed, and the pericardial drain was removed one day post index procedure. The patient fully recovered and was discharged two days post index procedure.